Event description:
It was reported the surgeon re-operated due to a deep wound infection. It did not have anything to do with the implants. It was noted that the locking caps on the iliac polyaxial screws were loose. The surgeon re-torqued the locking caps. During surgery the surgeon inspected all connections and tightened them as a precaution. The wound was irrigated and surgery was completed without further incident. Additional information was stated by the reporter at a later date; "the surgeon was not sure if there was an infection at first then the surgeon reported no infection." "The surgeon has no other issues to report."

Manufacturer narrative:
To device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.